Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. Prior to the wds being introduced into the was, the patient developed a pericardial effusion. The physician thinks that while attempting to gain more depth the was may have caused the complication. A pericardiocentesis was performed, and during this the closure device was implanted to attempt to stop the effusion. However the patient was transported to surgery. It was further reported that cardiac tamponade occurred. The pericardial effusion occurred in the apex of the laa. Prior to inserting the wds, the patient heart rate increased and their blood pressure dropped, so a sweep was done and the effusion was noted. Approximately 7-10 liters of fluid was drained prior to surgery. During surgery, a 35mm atrial clip was placed in the appendage. The patient was stable and was discharged from the hospital three days later.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned, and a 30mm watchman laa closure device & delivery system (wds) were used. Prior to the wds being introduced into the was, the patient developed a pericardial effusion. The physician thinks that while attempting to gain more depth the was may have caused the complication. A pericardiocentesis was performed, and during this the closure device was implanted to attempt to stop the effusion. However, the patient was transported to surgery.